Manufacturer narrative:
Per the user guide: do not disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 58 mg/dl and carbohydrates were consumed to address the bg level. The cause of the low bg was not known. A pump system check was performed and no device issues were identified. The customer reported that when the cartridges were changed, the customer disconnected at the luer lock rather than changing at the site. Tandem technical support advised the customer to disconnect at the site when changing the cartridge. The customer understood. Upon follow-up, the customer's bg had risen to 90 mg/dl. The customer had no further questions.